Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set had air bubbles the following information was received by the initial reporter with the following verbatim: it was reported by customer that few air bubbles directly below the y-port of consumables. Verbatim: lmbme investigations findings: ¿ biomed was able to find and sequester the device ecn # (B)(6) (lvp 8100 module) and pcu ecn # (B)(6). ¿ biomed downloaded and reviewed the logs for the two units and confirmed that the reported rates matched the logs provided of selected hydromorphone 1 mg in 55 mls ¿ logs showed infusion began at infusion began at 0939 and infusion paused at 0948 - volume infused 32.537 mls out of 55 mls. The pump paused and canceled. Confirmed infusion ended after 9 minutes, no error log found. ¿ biomed completed servicing of the units and no faults were found with the device. The pump had undergone planned maintenance 1 month prior to event with no faults found. ¿ biomed noticed notice quite a few air bubbles directly below the y-port of consumables. ¿ biomed sent the primary bag specimen to lab for review which found traces of the drug at a concentration > 299 ug/l. ¿ this would suggest that the secondary line back flowed into the primary and potential failure of back check valve. ¿ biomed has followed up with the vendor bd and will be sending in consumables to confirm our investigation. However, biomed has not determined it is needed to send pumps in for further investigation.

Manufacturer narrative:
The customer reported large amounts of air after the smart site, and returned two unknown samples (primary/secondary). Upon initial visual examination, the sets had no defects or abnormalities. The sets were infused with water, and after priming, no air bubbles were noticed. Air bubbles can be caused by tears, cuts or other issues with tubing, but none were found. The complaint could not be verified. The root cause of the air inline in unknown with a replicated failure. Material number and possible lot numbers found from smart site ID. Device history record review for model 2420-0007 lot numbers 24026325, 24026309, 24026285 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2024. Device history record review for model 2420-0007 lot number 24026326 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
No additional information.

Manufacturer narrative:
MDR 10115261- made in error with incorrect event type. This MDR was created due to a grid change related to a concomitant/cascading failure. MDR 10507172 made in error this MDR was created due to a grid change related to a concomitant/cascading failure. MDR 10610570 submitted with updated event failure.